Manufacturer narrative:
Initial reporter not known at the time of reporting. A manufacturer representative went to the site to test the imaging system and could not confirmed the reported issue. They were unable to reproduce the reported issue. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was on and being moved into a room when it shut down. It took several reboots for the system to be fully booted. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was on and being moved into a room when it shut down. It took several reboots for the system to be fully booted. No patient was present at the time of the event.